Event description:
It was reported that a user was unable to attach the luer connector to the ilet despite multiple attempts with connectors from different boxes and after removing the cartridge, and a white grease-like substance was observed on the bottom of the cartridge. Symptoms included no reported clinical effects. Outcomes included no reported impact to health. Investigation included troubleshooting with user education and arranging a replacement device. Investigation of the returned device revealed no inability to mate the luer connector to the device, consistent with a connector-to-device fit/engagement issue potentially involving the cartridge interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.